Manufacturer narrative:
(B)(4). Qe analysis: a search of the complaint handling database was performed and one additional incident from this lot was confirmed to have a leak at the hub.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents from this lot were confirmed to have a leak at the hub. While a search of the lot history record for this specific lot did not identify a systemic problem, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness. These devices will continue to be monitored.

Event description:
Subsequent to the previously filed medwatch, additional information received: the leak at the strain relief tubing was noted after the armada 35 balloon catheter was inserted into the guide catheter and not during prep outside the patient anatomy. Before exiting the guide catheter and into the patients anatomy, negative was pulled and aspiration was noted. The armada catheter was removed without issue and placed back on the preparation table. The balloon was then unable to inflate.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 5 x 120 mm armada 35 balloon catheter, there was a leak at the strain relief tubing. The device was not used. Another armada was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.